Manufacturer narrative:
The device is not being returned to gyrus acmi. It is being sent to a third party repair facility, sms, for eval. As a result, a determination can not be made at this time. If further info becomes available from the repair facility, gyrus acmi will update the agency accordingly.

Event description:
During a procedure to remove a kidney stone fragment through the scope, the entire end of the 3 prong grasping forceps broke off in the kidney. The piece was retrieved from the pt using another grasper with no pt harm.